Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that within 2 months of implant, another surgery was needed. Follow up with the physician indicated that a lead revision procedure was performed. The patient indicated that following the procedure the ¿lead moved or something.¿ the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.